Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a ripped downstream occlusion (dso) seal. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device. During visual inspection it was confirmed that the dso seal was damaged and replaced. The complaint was confirmed. The device and software were updated. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.